Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during use of the device, the pressure was set at 15 and never alerted or alarmed when the pressure was to the point. It was further reported that the pressure went up to 24 and the patient is now having respiratory issues allegedly from this incident.